Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluation: visual examination of the device found that the stent was damaged at its proximal end, a number of stent struts appeared to be stretched and bent back distally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(4) 2013. It was reported that during a coronary stenting treatment procedure, the device was unable to cross the lesion. Access was obtained through the femoral artery. The 2.75 x 20 mm, 70% stenotic, eccentric shaped, de novo lesion was located in the severely tortuous and mildly calcified left anterior descending artery. The physician predilate the lesion with a 1.5 x 15 mm non-bsc balloon and then advanced the 2.7 x 20 mm promus element stent to the lesion but was unable to cross. The procedure was completed with a 2.75 x 38 mm promus element stent. No complications were reported and the patient's status is stable. However, the product analysis on the returned device revealed that the stent was damaged.